Event description:
A healthcare professional reported that air was observed in the infusion line during a procedure. Add'l info provided indicated air bubbles were also observed in the pt's eye, which caused the surgeon's view to be distorted. There was no harm or injury to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).